Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer reported being unable to test due to "replace sensor" message displayed 5 days of wearing the adc freestyle libre 2 sensor. Customer further reported he experienced symptoms of hypoglycemia and was unable to self-treat. Customer was treated with grape sugar and 3 liter (B)(6) by his colleague. There was no report of death or permanent impairment associated with this event.